Event description:
During surgery to correct a cup that had loosened and shifted due to fracture of the pelvic wall, metallosis was found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 179 mg/dl and 99 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.